Event description:
It was reported that (2) devices were used during an unk procedure. It was reported by the affiliate that the tim20 instruments were difficult to close. Another instrument was used to complete the case. There was no consequence to the pt. Only one of the two devices will be returned.